Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 2.5, lab: 1.9. Less than fifteen minutes between meter test and lab draw. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was field: date: (B)(6) 2012, inratio: 2.5, ref: 1.9, mean: 2.2, confidence limits: (1.4 - 3.1), result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Root cause could not be determined. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 272214. Test results as follows: donor: (B)(6), inratio results: (2.8, 2.7, 2.8), reference: 2.56, bias threshold: (1.56 - 3.56), %cv: 2.09. Donor: (B)(6), (2.3, 2.3, 2.3), 2.23, (1.23 - 3.23), 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). No further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.